Event description:
It was reported that the user attempted to start two libre 3 plus sensors with ilet while in a bg run and repeatedly received ¿incompatible sensor¿ errors, and support confirmed the user had libre 3 sensors instead of libre 3 plus sensors; the user was advised to obtain libre 3 plus sensors per the updated prescription and was warm transferred for sensor replacements. Symptoms included no reported hypoglycemia or hyperglycemia symptoms. Outcomes included no alerts from the ilet for high or low glucose, no outside assistance, and no medical intervention, with glucose reaching a peak of 200 mg/dl that was corrected using an ilet correction and not remaining out of range for more than 90 minutes. Investigation included customer consultation and verification of sensor model compatibility. Investigation of this case revealed that the event was attributable to use of an incompatible cgm sensor model with the ilet system, and there was no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user use of an incompatible component leading to expected incompatibility behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.